Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got a power error.the blood glucose level was 215 mg/dl. Troubleshooting was performed. The product will return for the analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump error 25 due to j6 connector resistance issue.